Event description:
It was reported that during a thyroidectomy procedure, the device didn't respond to the commands of min and max. When the surgeon was using it, sometimes it worked without pushing any button, sometimes when they pushed a button the device didn't respond. Another like device was used to complete the procedure. Surgery was prolonged five minutes. There were no adverse consequences for the patient. One device will be returned.

Manufacturer narrative:
(B)(4). Additional information: the device was received in good physical condition. The device was functionally tested on the generator and the hand control switch assembly was not functional. However, the device did activate when tested with the foot switch. The device did not continuous activate during functional testing. The device was disassembled to inspect the internal components. The flexible circuit assembly was not functional. This resulted in the hand activation buttons to be non-functional. No conclusion can be reached as to what may have caused the issue with the flexible circuit assembly.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.